Manufacturer narrative:
Review of the device history record for the lots in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure.

Event description:
The nrg transseptal needle (nrg) and torflex transseptal guiding sheath (tfk) were being used for transseptal puncture during a procedure. After advancement of the tfk over an amplatz wire into the superior vena cava, the wire was removed and the nrg was advanced. The physician retracted the needle and sheath complex into the right atrium and tenting was observed on the septum. After confirmation of location on transesophageal echocardiography (tee) and fluoroscopy, rf energy was applied from the generator. Due to an issue with the grounding pad, an error code was encountered and the assembly of devices were removed and again advanced to the target puncture site. Location was again confirmed with tee and fluoroscopy and rf energy delivered. Despite tenting being observed, puncture was not achieved. Rf energy was applied again but puncture was still not achieved. The patient's blood pressure began to drop significantly and pericardial effusion was noted. Pericardiocentesis was performed followed by CPR. The physicians noted that the aorta may have been inadvertently perforated. At the time of reporting, the patient was reported to have recovered from the complication and has since been discharged from the hospital. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. This report is being submitted as the baylis medical devices were among the devices used during the procedure. Separate MDR reports have been submitted for each baylis medical device used in the procedure. The report for the nrg transseptal needle is submitted under MFR report #: 9710452-2018-00019.